Manufacturer narrative:
As reported in a research article, over a period of 9 years 9,109 amplatzer devices were implanted, of those 19 were explanted. Two of the devices were explanted due to effusion and possible erosion. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturing report number:2135147-2019-00390, 2135147-2019-00388, 2135147-2019-00386, 2135147-2019-00384, 2135147-2019-00383, 2135147-2019-00382, 2135147-2019-00381. It was reported through a research article identifying amplatzer that may be related to explant of devices. Details are listed in the attached article, titled explantation of patent foramen ovale closure devices. A study was conducted on the explantation of patent foramen ovale (pfo) devices over a course of nine years. It was found that of the 9,109 amplatzer devices were implanted and 19 were explanted. Two of the devices that were explanted was due to effusion and possible erosion. No patient consequences were reported post explant.